Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button was sticking. There was no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.